Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the instrument and determined that the failure mode was due to carbon bridge required replacement. The fse replaced the carbon bridge which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section h6: component code 4756 is used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported erroneous ion selective electrode (ise) patient results with low anion gaps for sodium (na), potassium (k), and chloride (cl) on their dxc 600i clinical chemistry system. The erroneous results were reported outside the laboratory and later amended. The customer provided patient data for ten (10) patients. There was no report of change to treatment, injury, or death associated with this event.